Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced insulin flow blocked alarm with past event resolved and incomplete troubleshooting which leads to hyperglycaemia of over 300 mg/dl and once at the hospital, her blood glucose levels stabilised despite the fact that she was not administered insulin by any other route there and have been under control ever since on (B)(6) 2026.